Event description:
It was reported that during a coronary stent procedure, the wire broke during removal, after successful stent deployment and post dilatation. The entire system was removed without incident. Pt status is listed as "okay".